Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample seems to be used which is in conflict with statement provided by customer. Inspection found several residues (inside tracheostomy tube, on suction line, on cuff) which indicates that product was in use. The reporting manufacturer decontamination site confirmed that product was used. Functional testing found during the twelve (12) hour inflation test the sample cannot pass - cuff was deflating during inflation. Source of leak was found to be a hole in the cuff. The root cause of the reported issue is unknown because it is not clear when cuff tear happened (based on complaint sample conditions and the statement that failure was found prior use). During investigation, a laser printed lot number was found on the device flange and used to track down related assembly work orders, however we are unable to verify the found lot number. Thus, device manufacturing date and device expiration date could not be determined.

Event description:
It was reported that during the pre use check, the customer noticed the cuff deflated. The trach tube was changed out. No patient injury. No additional information is available.